Event description:
It was reported that this left ventricular {lv) lead appeared to be picking up the atrial signals. Potential lead movement was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).